Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to low blood glucose and seizure on (B)(6) 2018 at 7:30 am with blood glucose of 121 mg/dl. The customer¿s low blood glucose level was 40 mg/dl. The customer¿s blood glucose level was 111 mg/dl and 130 mg/dl. The customer experienced symptoms such as he was disoriented seizing falling down and spinning, seizure fell and hit his head. The customer was treated with sugar and glucagon. The customer was wearing the insulin pump during the hospitalization. The customer reported that the drive support cap was appeared to be normal. The customer performed displacement test and it passed. The insulin pump will not be returned for analysis.